Event description:
It was reported a PICC line insitu in patients arm was found to be leaking. Line removed and hole noted. 42cm long. 3cm of line external. Hole noted at 4.5cm serurecath securement device insitu. Two devices were returned for investigation. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The products returned for evaluation were two 4fr sl powerpicc catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 4cm and 5cm marker in unit 01 and at the 8cm marker in unit 02. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned in both units. ¿ fracture edges which were rounded and polished due to repeated material wear in both units. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) in unit 02. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a PICC line insitu in patients arm was found to be leaking. Line removed and hole noted. 42cm long. 3cm of line external. Hole noted at 4.5cm serurecath securement device insitu. Two devices were returned for investigation. This report addresses the second device.